Manufacturer narrative:
Direct: (B)(6). Internal ext: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable pump won't run" alarm. No air in line detected. Per reporter the residual volume was 31.8 , the rate was 2 and the amount given was 60.25. No air in line. No adverse patient effects were reported. Per reporter no additional information is available at this time.